Manufacturer narrative:
Exact date unknown, event occurred several months ago from the date the manufacturer was made aware. Additional suspect medical device components involved in the event: product family: scs-linear leads-MRI, upn: m365sc2408560, model: sc-2408-56, serial: (B)(4), batch: (B)(4).

Event description:
It was reported that the device did not help enough with patients pain. All components were explanted and will not be returned. The patient was doing well postoperatively.